Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: placement signal issue: since neither product nor data logs were returned for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that once the pump was placed and shortly after encountered the alarm ¿ placement signal low¿ multiple attempts at adjustment were attempted. An echo was completed at the bedside that showed good placement. Alarm has persisted. Another echo was performed at 1315. Echo showed impella at 3.6 cm from the aortic annulus. Aortic waveform is not ventricularized however it shows a ventricular pressure based on the placement signal systolic and diastolic numbers. There are no signs of hemolysis. Impella flows are appropriate. It was decided it is most likely a sensor malfunction. Placement monitoring was disabled and the patient was noted to be in stable condition.